Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion set. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an occlusion alarm. Troubleshooting with tandem technical support (cts) indicated that the occlusion was due to the infusion set site. Blood glucose (bg) level was impacted (300 mg/dl). Cts advised customer to change out site, but customer did not have extra supplies. Customer successfully delivered a correction bolus to address bg level and would continue to monitor bg level. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information (follow-up and infusion set information); however, no additional information regarding this event was provided.